Event description:
The user fell from a chair, hitting her head, and subsequently experienced a sudden loss of hearing, as reported by her mother. A mild swelling was observed over the implant area, but no redness was present. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. In addition the electrode array partially migrated out of cochlea as confirmed by diagnostic imaging. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. In addition, the electrode array partially migrated out of cochlea as confirmed by diagnostic imaging. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user fell from a chair a few days before the last in-situ measurements, hitting her head, and subsequently experienced a sudden loss of hearing, as reported by her mother. A mild swelling was observed over the implant area, but no redness was present. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user fell from a chair, hitting her head, and subsequently experienced a sudden loss of hearing, as reported by her mother. A mild swelling was observed over the implant area, but no redness was present. According to the post-op report (otoplan) from (B)(6) 2024 there are 7 extra-cochlear channels.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the coil pin, consistent with a significant external impact at the implant site. The active electrode appears to have sustained damage likely caused by excessive mechanical stress linked to the reported trauma. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. The reported accident might have weakened the fixation of the implant, consequently leading to electrode mobility. Additionally, there was a partial migration of the electrode array from the cochlea. These findings align closely with the issues described in the recipient's report. This is a final report.

Event description:
The user's hearing performance with the device is affected. The user fell from a chair a few days before the last in situ measurements, hitting her head, and subsequently experienced a sudden loss of hearing, as reported by her mother. The user has been re-implanted.